Manufacturer narrative:
The mother reported that her daughter covered a cut on her neck with this bandage. The etiology of the cut is unknown. She covered it to protect the area. She reported that when she removed the bandage she discovered red skin irritation on her neck. After cleaning the area, she applied a second bandage. When she removed the second bandage, the area was now red and raised. It is unknown how long she wore each bandage. She was prescribed a topical antibiotic to apply to the affected area. The sample has not been returned for evaluation. A root cause has not been determined. It is unknown if the bandage caused or contributed to the reported skin irritation. However, due to the need for medical intervention and in an abundance of caution, this medwatch is being filed.

Event description:
The end user developed skin irritation on her neck after wearing the bandage and was treated with a topical antibiotic.